Event description:
Inappropriate shocks were observed due to possible output circuit damage. Technical services discussed the shorted output stage detection alogorithm. The ICD and the competitor's lead will be explanted.